Event description:
It was reported that while starting to staple on the patient, the staples feed opened, completely emptying the staples in the wound. There was no clinical consequences for the patient because all the staples were removed from the wound.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while starting to staple on the patient, the staples feed opened, completely emptying the staples in the wound. There was no clinical consequences for the patient because all the staples were removed from the wound.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Part number is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 staplers were taken from the current production from p/n 528236 visistat 35w non-sterile lot# 73k2200274 the staplers were functionally inspected and issue reported "detached - staple feed assembly" was not observed in the current manufacturing process, the staples were loaded and released correctly. A device history record review was performed on the product visistat 35w (B)(4) /box lot # 73b2200862 and was manufactured on 02/28/2022 a total of (B)(4) pieces. Lot was released on 03/14/2022. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that while starting to staple on the patient, the staples feed opened, completely emptying the staples in the wound. There was no clinical consequences for the patient because all the staples were removed from the wound.

Manufacturer narrative:
(B)(4), the customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the rail, pusher and bottom were detached from the cover block. These components were not returned. It appears that the bottom was not properly welded onto the cover block, which would cause the staples, rail, and pusher to fall out of the stapler. Several actions to mitigate defects for this issue were established as part of nc 100005729, which was closed on august 30, 2022. The returned sample was manufactured prior to these corrective actions. Evidence of use in the form of biological material was observed on the returned sample. Dimensional and functional inspection was not required as a part of this complaint investigation. Per DHR the product visistat 35w 6/box lot # 73b2200862 was manufactured on 02/28/2022 a total of (B)(4) pieces. Lot was released on 03/14/2022. DHR investigation did not show issues related to complaint. It appears that the bottom was not properly welded to the cover block, which allowed the staples to fall out from the stapler. Several actions to mitigate defects for this issue were established as part of an nc which was closed on august 30, 2022. The returned sample was manufactured prior to these corrective actions. The reported complaint of "detached - staple feed assembly" was confirmed based on the returned sample. The stapler was returned with the rail, pusher and bottom detached from the cover block. It appears that the bottom was not properly welded to the cover block, which allowed the staples, rail, and pusher to fall out from the stapler. Several actions to mitigate defects for this issue were established as part of an nc, which was closed on august 30, 2022. The returned sample was manufactured prior to these corrective actions. Teleflex will continue to monitor and trend on complaints of this nature.